Event description:
The clinicians were attempting to defibrillate a male pt in his 70's who was in a code blue situation. They attempted to administer a 360 joule shock to the pt, with the device in battery mode and using the device paddles, but the device would not discharge. The clinicians then attached the multi-function cable and stat padz multi-function electrodes to the device. The clinicians were then able to successfully administer "2 or 3" shocks to the pt. On the next attempt to shock the pt at 360 joules, the device screen displayed a "low batt" error message and would not discharge. The clinicians then plugged the device into an "ac" outlet and the device immediately administered a 360 jould shock without the discharge buttons being depressed, and the device screen still displayed a 360 joule charge, indicating that the device was still charged to 360 joules. The clinicians then administered the 360 joule shock to the pt. The complainant indicated that a second time during this code the device administered a shock without the discharge buttons being depressed. During anothe attempt to discharge the device the screen displayed a "shorted discharge" error message, and the device had to be recharged to 360 joules. The complainant indicated that the pt survived this event, but later expired due to his experiencing another arrest.